Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to the second of two spyscope ds ii used during the same procedure. It was reported to boston scientific corporation that two spyscope ds ii access & delivery catheters were used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with cholangioscopy procedure performed on (B)(6) 2022. During the procedure, the image of the spyscope ds ii was lost approximately five minutes into the procedure. They opened a second spyscope ds ii and the same problem occurred. A stent was placed inside the patient. The patient will be brought back for additional ercp as the patient needs additional therapy. There were no patient complications reported as a result of this event.